Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's pump had been returned to medtronic. Customer's date of death was (B)(6) 2014 and customer was not wearing the pump at the time of death. Pump was pulled off before he passed and the pump was beside him. The cause of death cannot be determined as it may take the medical examiner about six months to a year to determine the cause. Customer was alone at the time of death and had just moved to (B)(6). Customer's daughter-in-law advised that she called medtronic to advise us of the death and arrangements were made to send the pump and supplies back to medtronic. No additional information provided.